Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while the perfusion machines were being primed, there was a leak from the leur port associated with the arterial pressure monitoring line. After inspection, a crack was identified at the junction between the leur port and the blood outlet port. There were no alarms present and the oxygenator was exchanged immediately and discarded due to contamination. Pump speed was approximately 2500 rpm and flow was approximately 200 cc per minute. Pressure at inlet and outlet of the oxygenator was not measured. The new oxygenator worked very well.